Manufacturer narrative:
Examination of the block handle confirmed damage to the tip that could prohibit successful mating with the cutting block. A two-year search of the complaint databases against product code did not find any additional reported events. The root cause is being attributed to suspected misuse and heavy usage as contributing factors. Based on the root cause determination of suspected misuse/heavy usage, and the low frequency of reported events, no corrective action is being taken. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The block impactor is damaged and will not engage the block properly.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.